Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: there were no items returned for evaluation. The reported stent dislodgement was determined to be unintentional use error as the advancement difficulty necessitated withdrawal of the device however the instructions for use warns that withdrawing the device back into the introducer sheath once it has been fully introduced may result in dislodgement of the endoprosthesis. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU) includes the following warning: ¿do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem.¿ cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, a patient underwent a physician-modified endograft (pmeg) procedure using a cook zenith fenestrated aaa endovascular graft as the main aortic component. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for stenting of the celiac artery. During the procedure, the cook 8f flexor® ansel guiding sheath (55 cm) was unable to cross the target treatment zone due to tortuous anatomy and suboptimal alignment with the graft fenestration. The operator then attempted to advance the vbx delivery catheter ¿bareback¿ over a cook 0.035" rosen wire guide (260 cm). Resistance was encountered, and advancement was halted. When the operator withdrew the delivery catheter back into the introducer sheath, the endoprosthesis unintentionally dislodged from the catheter and entered the aorta. A snare catheter was introduced and successfully used to retrieve the dislodged endoprosthesis. The operator subsequently implanted a second vbx device (8l mm × 39 mm), and the procedure was completed. It was reported there was no impact to the patient.